Manufacturer narrative:
(B)(4). The customer reported that they did not receive a low spo2 and ibp alarm and the pt expired. The initial info for this event indicates that only red alarms were configured to go to other rooms through the overview function, but the users expected that yellow alarms would be displayed in all rooms. This pt had only a yellow alarm. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that they did not receive a low spo2 and ibp alarm and a pt expired.